Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered shocks and triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). The episodes appeared to be oversensing of electrocautery during back surgery. It was noted that the ICD had not been programmed off for the surgery. In addition, the right ventricular (rv) lead triggered a noise warning due to oversensing noise and t-wave oversensing (twos) was noted. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.